Event description:
It was found that some tests that were electronically entered were capriciously discontinued or cancelled by the device prior to the test having been completed. This caused delays and disruptions of care with varying degrees of adversity for the pts and distrust for the functionality of the system by those using it. The absolute incidence of this occurring has not been determined but is frequent.